Manufacturer narrative:
This report is submitted on october 12, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
It was reported that the patient experienced irritation and bleeding at the implant site, and was subsequently treated with an antibiotics ointment.